Manufacturer narrative:
Additional information received indicated on postoperative day (pod) 18, the patient had recovered from the coronary occlusion and was discharged from the hospital. No further actions were required.

Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty to assess coronary flow. In this case, the exact cause of the lbbb and coronary artery occlusion post valve deployment cannot be confirmed. In addition to the procedural factors (pressure from the implanted valve on cardiac structures), patient factors (severe valvular calcification, moderate aortic root calcification, moderate mac) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during a transfemoral tavr procedure, following the placement of a guidewire in the left ventricle (lv), tte showed an ef decrease to the 30¿s. No balloon aortic valvuloplasty (bav) was performed. Following the positioning of a 23mm sapien 3 valve in the aortic annulus, the patient¿s blood pressure decreased to 86/22 mmhg. The sapien 3 valve was then deployed with 2ml less than nominal volume under rapid ventricular pacing (rvp). Post valve deployment, tte revealed abnormal wall motion in the left anterior descending branch (lad) area with a blood pressure of 70/20 mmhg. Vasopressors were administered and the blood pressure raised once to 200 mmhg and the wall motion improved. Mild aortic regurgitation was observed; however, since the regurgitation volume was little changed from the pre-operative volume, no post dilation of the valve was performed. Abnormal wall motion was again observed in the lad area and lbbb developed. Left coronary angiography revealed coronary obstruction. Percutaneous cardiopulmonary support (pcps) and intra-aortic balloon pump (iabp) were initiated. A left main trunk (lmt) approach was obtained through the sapien 3 valve. When a coronary guidewire was placed in the lad, ventricular fibrillation (vfib) occurred and the patient was defibrillated. A stent was then implanted in the lad. Following the attempted placement of another stent in the lmt, vfib occurred again and the patient was defibrillated a total of 8 times. Anti-arrhythmic agent was administered. The second stent was then implanted in the lmt ostium with 2mm to 3mm of the stent edge taken out of the lmt. At the end of the procedure, pupillary light reflex was normal and no significant cerebral ischemia was observed by blood flow measurement. The patient was hemodynamically stable on pcps and iabp and transferred to the ICU. The patient was weaned off of pcps on postoperative day (pod) 2 and off of iabp on pod3. As of pod3, the patient was respirator dependent but conscious. No ischemic sequela of the cerebral nervous system was observed. ECG showed that the patient was in sinus rhythm. No permanent pacemaker was required or planned. The native annulus measured 21.8mm by CT. Severe valvular calcification and moderate aortic root calcification was reported. The sinus of valsalva diameter measured 29.5mm. The left coronary height measure over 10mm. Per medical opinion, it was probable that partial coronary occlusion occurred following the implant of the sapien 3 valve. Coronary flow recovered when the blood pressure increased to 200 mmhg, but when the pressure returned to baseline, the coronary flow gradually worsened. The sinus of valsalva was noted to be ¿big¿ and the left coronary height measured over 10mm, so the risk of coronary occlusion requiring coronary protection was thought to be rare.